Event description:
It was reported the pediatric patient got up to go to the bathroom, is thought to have had a syncopal episode and fell to the floor. When the patient fell, the external pulse generator (epg) hit the floor. It was further reported that after the device hit the floor, the liquid crystal display went blank/black and the atrial pace/sense light emitting diodes (leds) flashed simultaneously, and then the ventricular pace/sense leds flashed simultaneously. The epg was then powered off and back on after replacing the batteries. Afterward the device appeared to be fully functional but was replaced with another epg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).